Event description:
Additional information received notes that the previously reported pause episodes were due to loss of electrode contact, not due to loss of sensing.

Event description:
It was reported that there were false pause episodes noted on confirm device. The episodes did not appear physiologic in nature. Review of the transmission showed pause events during the sleeping hours at night. Isometric testing and programming changes were suggested. Patient was seen in the clinic on (B)(6) 2018, programming changes were done. Patient was stable.